Event description:
Customer reported she was hospitalized. Blood glucose value at the time of admission was over 600 mg/dl. Customer stated she inserted an infusion set and noticed her blood glucose going up. She treated with the insulin pump, but her glucose was not going down and had to treat with manual injection. Customer decided to go to the emergency room. Customer changed the infusion set and treated again with the insulin pump prior to going to the hospital. Customer has experienced some bent cannulas. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.